Event description:
Pt was enrolled in the study. The report indicated deployment difficulty with the embolic protection device. Add'l info revealed vasospasm during procedure and transient worsening of pt's symptoms a week post stent implant. After experiencing a stroke, the pt underwent a percutaneous transluminal angioplasty (pta) to the left proximal internal carotid artery in 2007, it was reported that the angioguard did not fully open. The vessel was described as ulcerated with a 92% stenosis. After the filter basket was placed in situ and deployed it appeared that the basket did not completely appose the vessel wall. It was removed and replaced by another angioguard, which was successfully deployed. The lesion was not predilated and a contralateral carotid occlusion was noted.

Manufacturer narrative:
Post stenting angiogram showed that, the carotid stent is in place with no evidence of residual stenosis. There is severe vasospasm of the left internal carotid artery. A column of contrast is seen remaining within the left internal carotid artery indicating minimal flow. Pta was performed and cardene was infused into the left internal carotid artery resulting in normal flow. The pt's neurological exam remained non-focal throughout the procedure. The patient was transferred to the floor in stable condition and with a normal neurological exam. At week post procedure, the pt was re-admitted with transient worsening of "his symptoms" at which time sub-acute and more acute focal strokes were seen. Per the neurologist, it appears as though these episodes last only a short amount of time and come fairly quickly. While it is possible that these may represent ischemic events, it is also possible that this could represent seizure activity from the pt's previous stroke. The device was not returned for eval and testing as it remains in the pt. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Stroke is a well-known and well-documented potential complication of this type of procedure. Factors that may have influenced the event include pt, procedure, pharmacological and lesion.